Manufacturer narrative:
The investigation of thrombocytopenia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The cause of the thrombocytopenia and vf/vt/af/at was not determined due to insufficient clinical details. Hemolysis was added as a failure mode since ldh levels spiked on 11/23 and there were concerns for hemolysis as a result. The log review showed no motor current spikes during the case that would indicate biomaterial ingestion. Placement was confirmed with echo and the pump was in good position. The cause of the hemolysis was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient remained off anticoagulation due to having persistent thrombocytopenia. It is unknown if the thrombocytopenia was impella related. Support was continued. Furthermore, the patient had ventricular tachycardia (vt) throughout support which required cardioversion and medicines were needed. It is unknown if the vt was impella related. Furthermore, the patient expired after 433.20 hours of impella support the relationship between the impella and cause of death is unknown.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Several "impella position unknown" alarms were reported. Log review showed normal 5s optical parameters during the "impella position unknown" alarms. No other optical parameters were affected. The cause of the optical signal issue was not determined since product was not returned and insufficient clinical detail was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-24625. D10 concomitant medical products and therapy dates updated. H4 device manufacture date corrected.

Event description:
The complainant also reported that the placement signal monitoring was disabled due to frequent "impella position unknown" alarms.